Event description:
The 5.0x220 savvy long balloon did not begin to inflate until after 15atms. Once procedure was completed the balloon would not deflate. The physician entered the side of the leg with a syringe and deflated the balloon; therefore, the physician was able to remove the system. The product will be returned.

Manufacturer narrative:
The complaint received states the savvy long balloon would not inflate until 15 atm on the indeflator and then would not deflate when the indeflator was pulled to negative pressure. There was no patient, target vessel / lesion or procedural information provided. When the balloon would not deflate, the physician used a needle aspiration technique through the side of the leg to deflate the balloon manually, and was able to remove the device. There was no reported injury for the patient. The product was returned to clearstream for analysis as this device is only distributed by cordis. Per (B)(4): the product was returned and was examined by product development engineers. It was observed that there was a very severe kink located close to the strain relief. No other blockage or manufacturing defect was found on the catheter. A severe kink, such as the one observed, could cause inflation and deflation difficulties. It cannot be determined beyond doubt where a kink such as this occurred, however products are 100% inspected, including for kinks and similar damage, at the end of the manufacturing process. It is possible that such a kink could occur during a difficult procedure. With the limited amount of information available it is not possible to draw a clinical conclusion regarding a relationship between the device and the event. Inspections are in place to prevent damaged products from leaving the facility. There is no evidence that manufacturing issues contributed to the failure, therefore no corrective actions will be taken at this time. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.